Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture and infection. These are a known potential adverse events addressed in the product labeling.

Event description:
A patient reported left side ¿peri-implant leak¿, ¿breasts very warm¿, ¿bilateral pain and swelling'', and ¿infection¿. The device remains implanted.